Event description:
The pt developed severe swelling, redness, and itching at the treatment site immediately after being treated with human collagen. The physician diagnosed hypersensitivity and treated with intralesional cortisone.